Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter: -08.00. Pt weight: unk. Device evaluated by manufacturer? No. Device not returned. (B)(4). Method code(s): evaluation method: lens work order search. Results code(s): evaluation results: a lens work order search revealed there was one similar complaint within the work order. Conclusions code(s): (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Device not returned.

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens in the patient's left eye on (B)(6) 2015. Excessive vaulting with significant reduction of indo-corneal angles was noted. The lens was explanted and exchanged for a shorter lens on (B)(6) 2016. This resolved the problem. See MFR. # 2023826-2016-00216 for right eye.

Manufacturer narrative:
Corrected data: (B)(4). Additional data: device evaluation: product evaluation was returned in liquid in the lens container. Visual inspection found haptic torn/broken/bent/deformed, and there was foreign material on lens surface. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2 mm vicm13.2 implantable collamer lens in the patient's left eye on (B)(6) 2015.